Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Method (other): since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the reported event resulted from a wrong management of internal data by the programmer. This was visible upon an attempt to save threshold or smartcheck test result in device memory. This communication problem was limited to tests saving, and was solved in both cases with a new interrogation of the device (occurring after aida programming has ended). In both cases, no tests saving were performed in the next interrogations, so the user couldn't observe it was solved. This inadequate management is corrected in smartview (B)(4) version of programming software, which is now available (product code rp231). The printing issue is still not corrected; a correction will be evaluated in a future release of the programmer software. Meanwhile, using snapshot printing or ending the session then re-interrogating the device will allow normal printing operations.

Event description:
After the implantation of the device involved in this report, it was neither possible to save the tests nor to print the report.